Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent embolization occurred. The 75% stenosed, moderately calcified, target lesion was in the mildly tortuous mid left anterior descending artery (lad). The physician had selected and advanced a 2.5x24 mm taxus express2 drug eluting stent (des) to the lesion, but was unable to cross the lesion. The physician attempted "several times" to withdraw the device into the non-bsc guide catheter but was unsuccessful. The y-connector of the guide catheter bumped into the hub of the stent delivery system (sds). He cut off the shaft of the sds and removed the guide catheter. The physician then attempted to withdraw the sds into the non-bsc introducer sheath. The stent dislodged when the physician attempted to withdraw the device form the pt. The physician was able to withdraw the dislodged stent to the "short" of the non-bsc introducer sheath. The introducer sheath "fell out of the pt". "Hemorrhage" occurred that was treated with "pressure hemostasis" and a non-bsc closure device. The stent remains in the pt under the skin in the femoral region. It is noted that the stent is "not in the coronary artery" or "any blood vessel". The pt endured a prolonged hospital stay, of unknown duration, with the pt's current condition listed as "stable".